Event description:
It was reported that during initial unpackaging and device preparation for use the stent implant was not on the balloon. It was not located inside the package. The device was not used. There was no patient involvement. A 4.0 x 12 vision was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The vision stent delivery system (sds) was not returned for analysis which may have aided in the investigation and determination of cause. It is possible that the reported issue may have been related to stent dislodgement, rather than a missing stent as reported. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, interaction with other devices and/or anatomy, or improper or inadequate crimping at the time of manufacture. It is possible that the stent may have been dislodged during removal of the protective sheath; however, this could not be confirmed. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. A query of the complaint-handling database for the reported lot revealed no similar incidents reported for missing or dislodged stents. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to verify stent dislodgement force.